Event description:
It was reported that the patient has proximal tibia and became dislocated. It was reduced at another hospital and sent to ucla for evaluation. Exploratory surgery scheduled for (B)(6) 2013.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown proximal tibia. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned.

Manufacturer narrative:
An event regarding a fracture involving a krh tibial bearing component was reported. The event was confirmed. Photographs confirmed the reported fracture at the body stem junction. All devices accepted into final stock conformed to specification. There have been no other events for the lot referenced. The exact cause of the event could not be determined because further information is needed to complete the investigation for determining a root cause. No further investigation for this event is possible at this time. There are no indications that this event is device related.

Event description:
It was reported that the patient has proximal tibia and became dislocated. It was reduced at another hospital and sent to ucla for evaluation. Pt underwent revision surgery.